Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), kept alarming.

Manufacturer narrative:
Updated fields- b4, d8, d9, e1(email), g1(contact person- mfg site), g3, g6, h2, h3, h6 codes(investigation types, conclusion, findings), h11. Customer states the problem has been solved with no more alarming. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a